Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No traces of moisture were found at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per (B)(4).

Event description:
Customer reported that her previous infusion set was leaking while inside of her body at the port. The blood glucose level was not included in the report. Nothing further was reported.